Event description:
The account alleged the bed exit alarm is not alarming. No pt impact.

Manufacturer narrative:
The tech could not duplicate the issue and found the bed functioned as designed. The tech in-serviced the nurse on the bed exit system.